Event description:
It was reported that a patient underwent a joint replacement surgery on (B)(6) 2023 and a barbed suture was used. During the procedure, the problem of pulling off suture needle happened in joint replacement surgery. Changed another one to complete the surgery. The needle did not fell into the patient. There were no adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 10/31/2023. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. . This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *device follow up. The following additional information was requested, but unavailable: - please provide the lot number: - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). -----------contacted with the sales rep today via phone, the information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the picture shows a winding former with a an apparently detached needle. A clear analysis of the needle hole could not be performed due to the position of the needle in the photo. No suture was observed in the photo; an analysis of the end point of failure could not be performed. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.